Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2019-04871, reference MFR. Report #: 1627487-2019-05037. It was reported the patient developed an infection (location unknown). As such, the patient underwent surgical intervention wherein the drg system was explanted (date unknown).

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2019-04871. Reference MFR. Report #: 1627487-2019-05037.